Event description:
It was reported that during a gyn procedure, the tissue pad became detached. They were able to complete the procedure. There was no pt impact.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. Eval summary: the analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the grove section of the clamp arm. Based on the condition of the tissue pad, a probably cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedal is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.